Event description:
It was called in to technical services on (B)(6) 2011 that this rv lead has sporatic impedances of over 2000 ohms. The patient was also having aflutter and 3 seconds of noise. Told that it causes me to lean toward set screws, rep added that they had a difficult time getting lead access due to tight vein which leads toward crush. Regardless, md will be doing a through investigation, trouble shoot. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).